Event description:
Reportable based on device analysis completed on 02nov2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion with a significant bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with semi-compliant balloon catheter, a 24 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another of the same size. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent was damaged.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 24x 3.50 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified stent damage with struts in mid stent region lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.